Manufacturer narrative:
All the parts of the sensor were successfully removed on (B)(6) 2020. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where the sensor broke during the removal and all the parts of the sensor were recovered.

Manufacturer narrative:
All the parts of the sensor were successfully removed on (B)(6) 2020. The RMA was authorized but not received so no further confirmation or investigation of the complaint is possible. H6 method code updated to 4114. H6 result code updated to 3221. H6 conclusion code updated to 4311.